Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was returned and evaluated against the reported event. Upon visual inspection the driver has fractured at the tip and shows wear marks on the shaft of the device. The trial shows signs of use in scuffing and scratches on the hex screw. Sem analysis noted the driver tip fractured angularly to the long axis which suggests a torsional overload. Xrf analysis found the hex driver material to be consistent with 430/440 stainless steel alloy. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: 31-301334 ¿ arcos trial ¿ 486674. Investigation is still in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Product will not be returned to zimmer biomet for the investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a hip revision of unknown product, while trialing biomet¿s arcos system the tip of the screwdriver broke off. The surgeon had trouble getting the bolt to loosen from the trial. A different screwdriver was used to loosen it and the proximal body was taken off and the rest of the surgery was able to be completed without complications. There was no reported harm or injury to the patient. Attempts have been made and additional information on the reported event is unavailable at this time.